Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that there was a leak in the hls set. A picture was provided showing a leak coming from the housing. The hls set was exchanged during treatment. The failure occurred during treatment. No harm to any person has been reported. Complaint ID #: (B)(4).

Manufacturer narrative:
It was reported that there was a leak in the hls set. A picture was provided showing a leak coming from the housing. The hls set was exchanged during treatment. The failure occurred during treatment. No harm to any person has been reported. The hls set was exchanged during treatment. Therefore, a report is needed. The affected hls set was investigated in the getinge laboratory on 2024-06-19 with the following conclusion: during visual inspection, it was found that the venous sampling line was not properly attached to its venous luer on the pump, and no damage was found in the connection, but an old blood leakage path was found running from the venous sampling luer lock via the pump housing to the lower locking hook. During leak test, no leakage path could be observed that could be explained by the user's pictures. The connection point between the venous luer and the venous sampling line did not show any leaks or abnormalities during the complaint investigation. This connection is done by the customer. The hls set is delivered with the sampling lines packed in a different sterile bag. The most likely root cause, based on the blood leakage part found during inspection, that the sample line was not fitted correctly by the customer, causing a leak over time. As stated in the instructions for use of the hls set - in chapter preparation and installation ¿perform a careful visual inspection of the device before use. In particular, ensure there is no damage to the material, cracks, burrs or fissures.¿ furthermore, it is stated in chapter priming the system ¿check the device for leaks during priming. Do not use the device if there are any leaks.¿ based on the provided pictures and results, the reported failure "leakage from venous sampling line connection" could be confirmed, but is not a product related malfunction. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).